Event description:
It was reported that the customer received an external error and an unexpected restart alarm after every battery change. His/her blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, reset error test, and displacement test. No unexpected alarms were noted. The insulin pump was received with a cracked case at the battery tube threads.